Manufacturer narrative:
(B)(4). The customer reported that multiple batteries charged in battery compartment b kept draining. Philips verified the reported failure. Replacement of the battery pca resolved the failure.

Event description:
The customer reported that multiple batteries charged in battery compartment b kept draining. There was no report of pt involvement.